Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging that his one touch ultra 2 meter would not power on. A medical surveillance specialist (mss) spoke to the pt on (B) (6), 2010, alleging that his one touch ultra 2 meter would not power on for the past 3 months. The pt mentioned that he continued to take his insulin regardless of knowing his blood glucose readings. The pt did not have a back up meters to test his blood glucose. He took insulin; however, either took less or more depending upon how he feels. Approx two weeks later after the reported issue began, the pt developed symptoms of frequent urination and feeling irritable. He knew his blood glucose were high and took an increased dosage in insulin. He did not seek any medical attention or contact his physician for assistance. He claimed he felt better an hour later after taking the increased dosage of insulin. Later during that week at an unspecified date and time, he felt shaky and sweaty. He knew his blood glucose readings were low and self-treated with more food and juice and felt better 15 minute after eating. The pt denied any misuse of the product. He claimed he had replaced the batteries several times and issue still persisted. Issue was not resolved via troubleshooting. Product was replaced. The complaint is being reported since the pt alleged that due to the meter not powering on, he developed symptoms of a serious injury and self-treated appropriately based on his symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.